Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out when it¿s filling in the reservoir. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was rejecting new batteries and screen was scratched. Customer also stated that the insulin had a failed battery test more than once and also receiving no delivery alarm. The device will not return for the analysis.